Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released/indication to receive new belt) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his device indicated the need for a new belt. Upon review of the pt's flags, customer support reported that the pt's download revealed a 'gel previously released' flag without a prior 'gel release' flag. The pt was issued a replacement electrode belt.